Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient advised that on a few occasions previously, the adhesive of her infusion set has become unstuck. The patient was unable to tell me when this last occured. The patient has discarded the infusion set. The patient experienced elevated blood glucose levels. No adverse event alleged.